Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with an elevated blood glucose (bg) level of 986 mg/dl with moderate ketones. Reportedly, customer initiated a bolus, however; pump did not deliver the full amount which elevated their bg level. During hospital stay, customer was treated intravenously with fluids of saline. Customer was released from hospital on (?) With issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.